Event description:
It was reported that the patients system controller became wedged between the car seat and door, resulting in a significant tear to the modular cable. Images and log files were provided. Log files contained a few pulsatility index (pi) events as well as routine power source changes. The log also contained low voltage events/power cable disconnect alarms when the patient was utilizing battery power. These alarms appeared to be a result of relative state of charge (rsoc) (battery data) invalid flags. There was no evidence of any type of driveline electrical conductor issue in the log file. The damage to the modular cable appeared to be cosmetic. No other system controller alarms or any abnormal pump faults were seen in the log. The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. Although the event was considered to be device related, the device operated as expected. The patient was provided with new clips and batteries. The modular cable was secured with rescue tape. Once the international normalized ratio (inr) was within range, the modular cable was intended to be exchanged.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.